Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was "having trouble" sending a carelink transmission. The patient brought the monitor into the clinic and the monitor would not interrogate the patient's implantable cardioverter defibrillator. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8.

Event description:
It was reported that the patient was "having trouble" sending a carelink transmission. The patient brought the monitor into the clinic and the monitor would not interrogate the patient's implantable cardioverter defibrillator. The monitor was replaced. No patient complications were reported as a result of this event.